Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 496 mg/dl at the time of incident. The customer stated that the she had to revert to manual injections and changed her sites. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.